Event description:
Plaintiff alleges the development of systemic anaphylactic-type latex allergy and can no longer perform her usual duties and services as a phlebotomist supervisor. Further alleges that she and her family lives under the continued likelihood, fear and emotional stress of a future reaction to latex due to increased latex sensitivity and has incurred economic damages including loss of income. Plaintiff's husband alleges loss of the services, society and companionship of his wife.